Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 implantable crt-d, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that within a few weeks of implant, the patient experienced infection and sepsis. The entire system was explanted. No further patient complications have been reported as a result of this event.